Event description:
It was reported that the implant broke on insertion and a piece of the implant remains inside the patient. No adverse consequences were reported as a result of this event. This is the frist of two similar events reported by the same surgeon. This device is used for treatment.

Manufacturer narrative:
Device has been received and the evaluation is in progress. A follow up report will be submitted upon completion of the investigation.